Event description:
It was reported that there was a separation between the female connector (dark blue screw portion) and main body (light blue portion) of the twist clamp on a minicap extended life pd transfer set. This was described as ¿dark blue screw portion was coming apart from the light blue portion¿. This was observed while disconnecting from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: the reported lot h21k29078 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction was made to d4 (lot #): h21k19078 (previously submitted as h21k29078). The device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and the main body. Tool markings were observed on the female connector and main body. Leak testing was performed with the returned mini cap attached to the female connector and a leak was observed beneath the mini cap. The tool markings on the female connector possibly occurred during the disconnection attempt between the female connector and patient connector, therefore the leak was caused by damage to the female connector due to usage. Clear passage and clamp function testing were performed and no issues were observed. The reported separation was verified. The cause of the separation was undetermined, however the most likely cause of the separation is use-related that occurred during the disconnection attempt between the female connector and the patient connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.